Manufacturer narrative:
(B)(4). Catalog number 062903-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it has been removed and discarded; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of nasal jejunal tube (nj). The placement was difficult due to a previous sleeve surgery ( to make the stomach smaller). On (B)(6) 2018 it was reported that an x-ray of the thorax showed the patient has pneumonia. Augmentin treatment was started. It is presumed to be aspiration pneumonia but there is no 100% certainty. The patient was discharged to home.